Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: redo bilateral decompressive laminectomy l4-5. S1 with extensive lysis of epidural scar tissue. Bilateral decompressive discectomy l4-5 and l5-s1 with decompression of l5 and s1 nerves bilaterally. Single posterior incision anterior column and posterior column arthrodesis with insertion of anterior biomechanical devices an k2m cage at l4-5 and l5-s1, pedicle screw fixation k2m l4-s1, segmental right iliac crest graft harvest, use of autograft bone. Ssep emg monitoring for 3 hours, use of microscope and intrathecal administration of dura morphine. Pre-op diagnosis: post-laminectomy syndrome with lumbar radiculopathy fell back syndrome bilateral disc herniation l5-s1 and l4-5 findings: epidural scar formation encasing l4, l5 and s1 nerve disc herniation compressing l5 and s1 nerve roots bilaterally as per op-notes: ".. A 10mm cage was used at l5-s1 and 12mm at l4-5. The cage was packed with bmp.. Posterolateral fusion was subsequently carried out. Posterolateral gutter was decorticated. Bone graft was packed into the gutter with bmp.. No complicating process noted.."